Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by affiliate via complaint submission tool that during an acl reconstruction the rgdloop adjustable long was cut when making the adjustment of the loop size. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported a 30 minute surgical delay and the case was completed with another readily available competitor product. It was also reported the device will not be returning for evaluation because it was discarded by hospital staff.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an acl reconstruction the rigidloop adjustable long was cutted when making the adjustment of the loop size. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However photos were provided. Upon visual inspection of the photos, the suture was observed cutted. In addition, some medical instrumentation was also observed. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to excessive force and tension applied, which could caused the suture to break, however it cannot be conclusively affirmed. Hands on analysis should provide more evidence to be able to discern most clearly a root cause. A manufacturing record evaluation was performed for the finished device lot/serial number l680148, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The expiration date is unknown.